Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia at 401 mg/dl that the user associated with an infusion set or supply issue, with blood glucose documented at 263 mg/dl at call conclusion; the user lacked a glucometer and ketone strips at the time of the event, and was guided to change tubing while reusing the existing insulin cartridge, after which insulin delivery resumed and subsequent reports showed glucose back in range. Investigation of this case revealed no device malfunction observed during support interactions and successful recovery after infusion system maintenance. No clinical symptoms associated with high blood glucose. Outcomes included temporary impairment that resolved after troubleshooting. It was concluded that the cause of hyperglycemia was unclear and that the device functioned as intended after tubing replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.